Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch down cable frayed at the distal clevis hub. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. The conductor wires were intact and undamaged. No other damage was found.

Event description:
It was reported that during a da vinci hysterectomy procedure, the cable frayed on the pk dissecting forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.